Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A lead dislodgement was suspected and the event was resolved by reprogramming of the left ventricular vector.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Following device replacement, the patient reported experiencing intermittent phrenic nerve stimulation. Additional information has been requested.